Event description:
The clinician reported that approximately two weeks post implant of the pacing system, the right ventricular (rv) lead switched to unipolar pacing due to high impedances (>2000ohms). Thirteen high impedances were noted in diagnostics and the patient presented with pocket stimulation. High ventricular threshold was also noted. The lead was repositioned and several days later, it was noted that the rv lead showed high threshold, no capture at maximum outputs, and a lead perforation was confirmed with a computerized axial tomography (CT) scan. The rv lead was explanted, disposed of, and replaced with a different lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The clinician reported that approximately two weeks post implant of the pacing system, the right ventricular (rv) lead switched to unipolar pacing due to high impedances (>2000ohms). Thirteen high impedances were noted in diagnostics and the patient presented with pocket stimulation. High ventricular threshold was also noted. The patient also reported chest pain. The lead was repositioned and several days later, it was noted that the rv lead showed high threshold, no capture at maximum outputs, and a lead perforation was confirmed with a computerized axial tomography (CT) scan. The rv lead was explanted, disposed of, and replaced with a different lead. No further patient complications have been reported as a result of this event.